Manufacturer narrative:
The customer's complaint of a chemo spill during an infusion could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a chemo spill was caused by a leak at the engagement to the lower fitment during a patient's infusion. The chemo got on the patient's skin and clothes, but there was no patient harm.